Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during atrial lead revision, the left ventricular lead moved slightly. The lead exhibited loss of capture and impedance greater than 3000 ohms. It appeared that the lead was damaged when usingalligator clips during threshold testing. The lead was explanted and replaced.